Event description:
It was reported that the asymptomatic patient presented to clinic after receiving a vibratory alert for non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were made. Device remains implanted,